Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic hysterectomy, the closing / opening of the handle was stiff. The handle was not back to the original position when the handle was released, and it was opened by hand. Also an unexpected noise was heard when the handle was grasped. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.